Event description:
First report of two - osvii valve was reported to be blocked. Revision with a progav was done." White particles visible in valve unit. (Protein?) Symptoms before: growing head after; no symptoms (head will be measured regularly)".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.